Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the applicators were leaking.

Manufacturer narrative:
3 samples were provided for evaluation. Visual examination of the samples shows the lidding, foam tip and swabs tinted orange which indicate pre-activation. The glass shards can be heard when rattling the applicator another indication of a pre-activated ampoule. The three applicators have the lot number and expiration date (9262432 08/2022) embossed on the original unopened package bottom web. The product was not leaking. The failure mode of pre-activation was confirmed based on samples received for analysis. Ampoules are made from onion tubing skin borosilicate type I glass, which are design to break when pressure is applied to activate applicator at a relatively low break force. When pressure is applied to the wings by a pinching force with the fingers, this activates the applicator, breaking the glass ampoule and releasing the chloraprep solution onto the foam tip. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handing. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that the applicators were leaking.